Manufacturer narrative:
Investigation: an investigation of product scd express compression system. A review of the information in the complaint file indicates this investigation was performed by a covidien/medtronic technical center for the reported condition of; battery issue. Therefore, this report will be based on information provided by the technical center. The unit was triaged and the complaint was confirmed. The root cause of the failure was found to be a defective battery; the battery was replaced to correct the problem. During triage, the technician found a burn mark on the power cord. The possible root cause of the burn mark can be attributed to rough handling of the unit. The power cord was replaced to correct the problem. The technician also replaced the units compressor, front case, rear case, and touch panel. The unit was then fully tested; unit passed all testing. Product scd express compression system was manufactured in 2006. A review of the device history record shows this device was released meeting all manufacturing specifications.

Event description:
It was reported to covidien (B)(6) 2015 that a customer had an battery issue with an scd pump. The unit was returned to a local covidien service center and there was a burn mark on the power cord.